Event description:
On (B)(6) 2013, patient had intac surgery and crosslinking on the left eye. Physician created ring channels with intralase. On (B)(6) 2013, customer reported patient with corneal haze, striae, white spots, extreme pain, itching, watery eyes, and hard to sleep. Vision 20/60 (20/40) pinhole. Amo's clinical development manager spoke with the customer on (B)(4) 2013, to follow-up. Last post op visit on (B)(6) 2013, physician removed intacs on the left eye, diagnosed corneal infection. 1 day post op, uncorrected visual acuity (ucva) was 20/60 and 20/30 pinhole. On (B)(6) 2013, ucva was 20/60 and 20/40 pinhole. Best corrected visual acuity (bcva) was 20/80, prior to surgery. Patient taking zymaxid four times a day and pred forte three times a day.

Manufacturer narrative:
(B)(4). Evaluation codes - the equipment was not evaluated after the treatment date which occurred on (B)(4) 2013, due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(4) 2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. An fse visited the site on (B)(4) 2013, for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Placeholder.

Manufacturer narrative:
Customer stated no concerns with intralase created flaps. Placeholder.